Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a fall and presented to the emergency room. Inappropriate anti-tachycardia pacing (atp) and three shocks were delivered due to an atrial arrhythmia with rapid ventricular response (rvr). Noise was also noted on the shock channel. Programming options were discussed at that time. Additional inappropriate atp and shocks were delivered for atrial tachycardia. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a fall and presented to the emergency room. Inappropriate anti-tachycardia pacing (atp) and three shocks were delivered due to an atrial arrhythmia with rapid ventricular response (rvr). Noise was also noted on the shock channel. Programming options were discussed at that time. Additional inappropriate atp and shocks were delivered for atrial tachycardia. The device was reprogrammed. No adverse patient effects were reported. The device remains in service. The device was later explanted for normal battery depletion and returned.